Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay and label damage. Unit passed the displacement test. Low reservoir alert feature was tested and no low reservoir anomaly noted during testing. Pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was getting alarm from insulin pump that insulin pump was out of insulin but after rewinding insulin pump still had insulin in reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.